Event description:
Pt with avm. Catheterization attempted with ultraflow micro catheter. After flushing with saline, a sudden change in pressure was noted. Pt with vessel rupture after catheter rupture. Pt with diffuse sub-arachnoid hemorrhage, ventriculomegaly and contrast in sub-arachnoid space. Pt remains in hosp with unstable neurologic status - sub arachnoid hemorrhage. Pt expired in 2003.